Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture to unknown side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on june 27, 2023, with lot number 2087092. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ rupture : no observed on the device. Additional observations: ¿ crease fold observed on the device. ¿ voids observed on the gel. No further actions are required as the device was implanted.

Event description:
Physician reported a rupture of the right device diagnosed by ultrasound and MRI, and capsular contracture, baker grade I. Ultrasound showed the presence of a benign nodule in right breast. Device has been explanted with complete capsulectomy and replaced with a non-allergan device . This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Event description:
Healthcare professional reported rupture to unknown side. The device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.